Event description:
It was reported that the pump fell and hit the floor, and now the bottom portion of the touchscreen is unresponsive. Customer had elevated blood glucose levels (approximately 300 mg/dl).

Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received a supplemental form will be completed.